Event description:
A customer reported to beckman coulter that their unicel dxc 600 pro synchron system suppressed quality control results while performing their daily startup procedure and that liquid was observed under the cartridge chemistry (cc) sample probe. The operator wore personal protective equipment consisting of gloves and a laboratory coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cc sample probe collar wash valve failed, resulting in the leak. The fse replaced the cc sample probe collar wash valve to resolve the issue. (B)(4).